Event description:
The sales representative reports that the customer recently purchased this system. "When they assembled the table clamp to the bed, seemed to be tight, then upright; t-frame all seemed tight. The surgeon placed the rakes into the pt and the whole retractor set fell forward on to the pt. There was no pt injury. It was as if the table clamp could not hold the weight of the retractor in the pt."

Manufacturer narrative:
The claim was reported on catalog #341100 which is the complete system. An evaluation was completed and it was determined that the malfunction occurred due to failure of the t-bar clamp; catalog # 341114. Corrective action was implemented; and a design change was successfully implemented to correct the deficiencies.